Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was unknown when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the fluoroscopy storage was not possible due to an image disk problem. As per rse, biomed previously re-created image store which resolved issue temporarily. But the issue has reoccurred. Upon further troubleshooting action, biomed recommended to replace lateral image disks since errors are related to lateral. After replacement of lateral image disks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that fluoroscopy storage was not possible due to an image disk problem. No harm has been reported to philips.